Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the contrast mix used in the procedure was 70% saline/ 30% contrast. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35 / armada 35 ll, global, instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the information reported through the complaint report, a conclusive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the complaint was not confirmed during analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code 2017: contrast incorrect.

Event description:
Subsequent to the previously filed report, the initial information was further reviewed and it was noted that a 70/30 contrast ratio was used. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (rsfa). The 5x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the the balloon was inflated to 12 atmospheres (atm); however, a leak was noted outside the anatomy at the black part of the hub. The leak was noted by a drip of the contrast/saline mixture. The balloon was able to be deflated and removed from the patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.